Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawers 2.1 and 2.2 were failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) released all the pockets, then inspected and cleared the trays as needed. Then inspected the ribbon cable and found no issues. All rear connections were checked, and significant chassis adjustments were made, which explained why 2-2 failed to close. A required diagnostic test was run. After that the customer successfully inventoried multiple items within the affected drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawers 2.1 and 2.2 were failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.